Event description:
The report received from the affiliate indicated that pci was performed a lesion in the rca and 2 cypher stents were implanted. On the left side, one 3.0x13mm cypher stent was implanted on 2 segments of a moderately calcified lesion in the circumflex (cx) and an attempt was made to implant another stent (2.5x13mm) distal to the first stent. However, it was difficult to advance the device in the left main and the stent glided off the stent delivery system before entering into cx. The stent appeared to be stuck and could not be withdrawn or advanced further. Several attempts are made with small balloons to capture the stent to move it back or push it into place. After 45 minutes, the physician managed to partially pull back the stent on a slightly inflated balloon into the guiding catheter and started to gently to pull back the guiding catheter with the unmounted stent attached. Just before entering the femoral sheath, the struts of the unmounted stent cut into the balloon, thereby deflating it and causing the stent to "drop off" and embolize distally. The physician searched for the stent by way of x-ray but could not localize the stent between the groin and the knee. He finalized the pci he had started, by femoral access in the left groin and used...

Manufacturer narrative:
Please note that this device is not distributed in the united states but it belongs to the same class of devices as the us distributed cypher sirolimus drug eluting stent. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.